Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to high pacing impedances and a possible fracture.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 7 cm and 23 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection of the returned fragments revealed abrasion marks along the lead body. Further inspection demonstrated a damaged insulation approx. 19 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured and the inner coil was severely deformed as mentioned in the complaint description. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis of this fragment. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation and a bend in the distal part of the distal fragment were observed. The distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages, tensile forces applied during the extraction procedure should be taken into consideration. Due to the fragmented state of the lead the mechanical analysis was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.